Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 15000 mcg/ml concentration at 1600 mcg/day dose, clonidine, 200 mcg/ml concentration at 21.33 mcg/day dose and bupivacaine, 3.5 mg/ml concentration at 0.373 mg/day dose at via intrathecal drug delivery pump for non-malignant pain and spinal pain. It was reported that motor stall occurred. The rep was told by hcp that the patient. The motor stall occurred on saturday (B)(6) 2019 and the patient arrived in the morning of the (B)(6) 2018. The patient did not recently have a magnetic resonance imaging (MRI). Any environmental/external/patient factors that may have led or contributed to the issue were not reported to the rep. The hcp interrogated pump and confirmed it was stalled. The hcp silenced alarms. The hcp interrogated the pump at least twice and waited a period of time between to see if the motor stall message would clear. It did not occur. Pump was replaced with a new dlc pump. Patient was set up with a patient programmer (ptm), the dose was 400 mgc. It was given over the duration of 2 minutes the lockout interval was 1 hour. Patient had 18 dash restrictions in a 24 hour interval, 18 max activations per day. The rep was leaving the total maximum daily dose had 8764 mcg of fentanyl per day. A + 448% increase over the patients daily dose was reported. At the time of this report, the issue had resolved and patient status was alive- no injury. The pump would be returned and the rep had a possession of the device. No further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Analysis noted residue and wearing on the upper shaft of gear number two. The returned pump was interrogated and as per the logs the following medications were being administered: fentanyl (concentration: 15,000.0 mcg/ml, dose rate: 1,599 mcg/day), clonidine (concentration: 200.0 mcg/ml, dose rate: 21.32 mcg/day), bupivacaine (concentration: 3.5 mg/ml, dose rate: 0.3731 mg/day). If information is provided in the future, a supplemental report will be issued.